Event description:
It was reported that the patient had becker's muscular dystrophy and cardiomyopathy status post heartmate 3 left ventricular assist device (lvad) implant in (B)(6) 2020 as a bridge to candidacy. Pertinent comorbidities included obstructive sleep apnea, class iii obesity, atrial fibrillation and flutter, ventricular tachycardia requiring implantable cardioverter shocks, gout, and anxiety. The patient had multiple visits for chest pain and shortness of breath. They had recurrent respiratory failure, often causing hospital admission. Transesophageal echocardiogram (tee) was performed and showed severe mitral regurgitation. The speed on the lvad was turned up to 7200 revolutions per minute (rpm) on (B)(6). Bedside interrogation on (B)(6) 2025 showed multiple suck down events. The pump was turned back down to 6200 rpm (baseline on admission was 6000 rpm). Log files were sent for review, and they noted multiple set speed changes from (B)(6) 2025. The log files also indicated that the backup battery (ebb) was reseated/changed on (B)(6) 2025 at 12:18. Otherwise, the log files captured a few pulsatility index (pi) events and routine power cable disconnects during power change. Based on the data visible, the equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Other applicable annex e codes: respiratory system e07: apnea e0703, musculoskeletal system e16: arthritis e1602, anxiety e020201 (2328), chest pain e233001, dyspnea e0717 (1816). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 02apr2025 through 06apr2025, per the timestamps. The log file captured the reported speed setting changes. Numerous pi events were also captured throughout the log file. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this IFU lists potential adverse events, including arrhythmia and respiratory failure, that may be associated with the use of the hm3 lvas. Section 1 also explains all pump parameters including pulsatility index (pi). In reference to pulsatility index (pi), section 1 and section 4 of the IFU, "system monitor", state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. This decrease in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.